Manufacturer narrative:
Date of event: date of event was approximated to 09/01/2020 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that something was sticking out of the working channel of the scope. Using forceps, the piece was pushed out of the scope into the patient's body. Reportedly, it was the black rx tunnel that detached. The tunnel was then retrieved from the patient using a retrieval device. Dilatation had been completed by this point, so the procedure was completed at this time. There were no patient complications reported as a result of this event.